Event description:
Per the clinic, the patient experienced intermittencies with device use, and the issue could not be resolved. The device was explanted (B)(6) 2012. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, april 18th, 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This device is not available for analysis. (B)(4).

Manufacturer narrative:
Correction: the device was not explanted as previously reported; the implant remains in-situ. This report is filed january 19, 2016. The implanted device remains.